Event description:
The patient received less fluid than intended. At an unspecified time, the pump was programmed to deliver and unspecified IV solution at a rate of 999ml/hr with an unspecified "high" volume to be infused (vtbi) and the delivery was started. No further programming parameters were provided. The nurse reported that the pump completed the delivery in two hours instead of an expected one hour. At an unspecified time, the pump was removed from clinical service. There were no reported advese patient effects. No medical interventions were required. During testing by a third pary biomedical engineer, the device passed testing for delivery accuracy. Though requested, no add'l info was provided.